Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16249. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6009546, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009546 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14, on 05/oct/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4k00600 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 04/oct/2024, with a total of (B)(4) units. The lot 4j03147 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 18/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4k01153 was manufactured according to the wi version 65 in the gluing of connector in the line sc05 & sc06, on 05/oct/2024, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient city: (B)(6) patient country: hong kong.

Event description:
Reference number (B)(4) event occerd in hong kong. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. No further information available.